Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump serial number ngp381323h found no anomaly.

Event description:
It was reported that the pump was providing excellent therapy to patient, but had to be explanted as it had eroded through the patient's skin at abdomen and risk of infection was too great to leave device implanted. Later it was reported that you could see the pump through the patient¿s skin. The pump was explanted on (B)(6) 2014. At the time of report the patient was doing well. The patient had no injury had recovered without sequela. The pump was used to infuse morphine.